Manufacturer narrative:
Follow-up #1 date of submission 05/19/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/09/2014 with the following findings: evaluation revealed the pump powers with returned battery cap. The pump was exercised for 24 hours with no reboot, loss of lower or call service alarms duplicated. The height and width of battery cap were within specifications. There were multiple power on reset events observed in black box on 04/05/2014. There was evidence of discharged batteries being installed prior to the power on reset events. Battery voltage at time of eaw 128 replace battery alarms, vp73.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.